Event description:
A patient passed out and had a seizure during a treatment on a system 1000 hemodialysis machine. It was reported that the device locked up and screen could not be accessed. It was reported that the machine was in ultrafiltration (uf) only profile mode instead of linear mode. The machine blood pump was stopped and it was reported that it could not be manually turned. The extracorporeal blood circuit was not returned to the patient. The patient achieved their uf goal (2.5 kg) in one hour rather than the intended treatment time of three hours. There was no medical intervention necessary and the patient quickly and fully recovered. Treatment parameters consisted of 500 ml/minute blood flow rate and 800 ml/minute dialysis flow rate.